Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to have no cracks. The device?s event history log was reviewed for evidence of the reported problem, nothing was found. To conduct functional testing, the device had a delivery accuracy test performed. Three accuracy tests revealed the customer problem was not duplicated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. The service history review identified this device has not been in for service in the previous 12 months and the complaint was related to previous service of the device.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump the pump did not deliver medication. No patient injury reported.